Event description:
It was reported via web self-service that the patient experienced an adverse event. On (B)(6) 2025, it was reported that the patient was ¿taken to the hospital due to too much insulin¿ due to a g7 sensor that malfunctioned. No patient symptoms were reported and the length of stay at the hospital is unknown. The patient refused to provide dexcom with any further information. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings - additional. H6: investigation conclusion - additional.

Event description:
Data was provided for evaluation. The reported cgm inaccuracy cannot be confirmed in the performance data. The performance data was reviewed for the date of event. The sensor session started at 7:28 am on (B)(6) 2025. The session lasted almost 10 days before failing with an algorithm detected failure. No bg meter entries were found to have been entered during the entire sensor session. No failures were found on the reported day of the event. The allegation is undetermined. The probable cause could not be determined.